Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported ¿lumps appeared on breasts¿, ¿drained clear fluid/blood", "unacceptable cosmetic appearance of breasts", "small nodular mass that was sent for pathology¿ and ¿history of localized enlarged lymph nodes¿. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The events of drainage, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage, lymphadenopathy.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ lump/nodule: unable to observe as it is not related to the device. ¿ drainage: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported ¿lumps appeared on breasts¿, ¿drained clear fluid/blood", "unacceptable cosmetic appearance of breasts", "small nodular mass that was sent for pathology¿ and ¿history of localized enlarged lymph nodes¿. Device has been explanted.